Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited back-up vvi operation. The device was explanted and replaced. The patient was in good condition post procedure.